Event description:
Approximately eight months postoperatively, an elevated gradient was seen across the valve. The valve was explanted and replaced with an sjm mechanical heart valve (model and sn unk). During the explant procedure, thrombus was observed on the leaflets.